Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported cable break could not be determined. In there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the steerable guide catheter (sgc) cable break. It was reported that during preparation of the sgc, the +/- knob was turned three fourths of a rotation in the negative direction, but the cable broke. The sgc was not used in the anatomy and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.